Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the check vent: machine pressure sensor auto-zero failed alarm sounded when the device was powered on during pre-use checking in the medical engineer (me) room. The customer reported that the unit was not in use on a patient. It was discovered during pre-use checking in the me room, which meant outside of clinical use. The customer reported that the device was rebooted but the alarm was displayed again. Unit was sent to the service center. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Failure analysis on the returned data acquisition (da) printed circuit board assembly (pcba). No fault found. Fi investigation could not replicate problem.

Manufacturer narrative:
Per service technician it was confirmed that "check vent: machine pressure sensor auto-zero failed" alarm (diagnostic code 1108) had occurred in the event log. The functional test also revealed that the value of the average machine zero offset was out of the allowable range. The data acquisition pcba was replaced to address the reported problem. No other abnormality was confirmed. Software version was checked (ver.2.30). Unit was checked overall, cleaned, run in tests, and functionally tested.